Event description:
The reviewed literature article contained a study that included 206 csf shunts, placed between (B)(6) 1991 and (B)(6) 1994, that used medtronic delta valves. The source literature reported, the following events; 54 shunt systems required 1 revision, 17 required 2 revisions and 4 required 3 revisions over a 3 year period. However, it was noted that the valve was working properly during the vast majority of revisions. There were 2 cases of symptomatic subdural fluid collections and 10 cases of breakage or obstruction.

Manufacturer narrative:
(B)(4). These reportable events were identified during review of scientific literature. The article contained only limited and non-specific device and patient information. Contact with the corresponding author has been unsuccessful in yielding additional information on individual events. The events reported in the source literature could not be matched to information previously reported to medtronic neurosurgery. The described failure rates were within expected ranges for csf shunting procedures. Davis se, levy ml, mccomb jg, sposto r. The delta valve: how does its clinical performance compare with two other pressure differential valves without antisiphon control. Pediatr neurosurg 2000;33:58-63.